Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during preparation for an arthroscopic surgery, the metal impactor fractured when assembling implants on a table. The correct surgical technique was used. No complications, injuries, or surgical interventions were required, and no foreign bodies were retained due to this malfunction. The case was completed without any adverse outcomes to the patient. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The reported event has been confirmed by the returned product. Visual examination of the returned product identified the handle body showing signs of repeated use. The impactor pad has a black pad installed at the time of manufacture. The impactor was returned with a broken gray polymer tip. The fracture surface features visually align with an internal research memo in which a bending overload fracture failure mode was identified. A review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. The impactor pad has been swapped, as the returned device has a gray tip and should have a black tip. However, it is unknown if the change of impactor pad caused or contributed to the impactor pad fracture. Therefore, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.